Manufacturer narrative:
Additional information: b1, b2, b5, d6b, h1, h6.

Event description:
Additional information was received that the left ventricular (lv) lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During clinic follow-up it was noted that the left ventricular (lv) lead was dislodged. The device was reprogrammed to deactivate the lv lead and the event was resolved. The patient was stable with no adverse consequences.